Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy due to t-wave oversensing. The oversensing was confirmed on a stored egm. The device was reprogrammed.